Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. Controller (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the e fault seen in log files and on the controller/monitor review. According to the service report, the patient was implanted on (B)(6) 2016 and the event occurred on (B)(6) 2016 while the patient was still in the hospital after implant. Two changes occurred with controllers - had foreign material yellowish to black in pump jack. Disconnection of pump connector revealed greasy yellowish to greenish foreign material inside the pump connector. Repair was done on (B)(6) 2016 and after the second round of cleaning, new controller was used. Drive connector repair did not impact the patient.